Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at the time. Therefore, no analysis or test has been done. Reflux is a surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling address the reported event of reflux as follows: "contraindications: the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."

Event description:
Doctor reported event of reflux from journal article: "laparoscopic conversion of failed gastric banding to roux-en-y gastric bypass. Short-term f/u and technical consideration", obes surg, doi 10.1007/s11695-012-0594-3. Although the manufacturer of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 8 pts listed in table 2 of the article who were diagnosed with reflux.